Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional information was received on 28-nov-2022. The physician¿s contact details were provided. Therefore, e1: initial reporter section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve separation issue occurred. The vizigo¿ was defective because the hemostatic valve was missing. No error messages observed. There was no procedure being performed on the patient. The condition was noted during use of the device. The issue was resolved by using a new vizigo¿. No patient consequences.

Manufacturer narrative:
Date of event: the actual date of event is unknown and therefore, this field is populated with (B)(6) 2022. (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 00002045 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc.,or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).